Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected and/or changed data: b.5, b.6, d.7, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, brown particle in the shell and deformation . Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side "exchange of textured breast implants due to the patient¿s concern with the product"(anxiety-product/procedure), and "experiencing fluid buildup and pain which will be consider as seroma-late." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety product/procedure.

Event description:
Patient reported left side "exchange of textured breast implants due to the patient¿s concern with the product" and "experiencing fluid buildup and pain." Device remains implanted.